Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-290 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had an angulation issue. The reported issue occurred prior to or during use for an unknown procedure. Despite the reported issue, the procedure was completed with the same device. The angulation malfunction was confirmed during maintenance. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign debris protruding from the air/water nozzle which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the right angle did not meet specifications. Additionally, it was observed that the up and down angle play was inoperable. Upon further inspection, it was observed that an unidentified white plastic material blockage was protruding from the outlet pipe (air/water nozzle). This finding was due to insufficient cleaning or user handling of the scope. It was also observed that the light cover glasses were chipped. It was observed that the adhesive on the light cover glasses and optical cover glass were worn. It was also observed that the distal end cap was lifting. It was observed that the adhesive of the insertion tube on the bending section rubber was lifting. It was also observed that the colored ring of the aspiration housing was worn. Lastly, it was observed that the scope did not pass the electrical safety test. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.